Event description:
The pt underwent a da vinci robot assisted laparoscopic supracervical hysterectomy and sacrocolpopexy by surgeon and colleague. The surgeon was using a lina loop to transect a large fibroid uterus. The loop slipped off the uterus and transected the small bowel in two places. A general surgeon was called in and he repaired the bowel. The pt had an extended hospitalization in order for her bowel function to return. She also has loss of sensation in the left anterior thigh. The lina loop was discarded at the end of the surgery.

Manufacturer narrative:
The device was discarded and not returned for failure analysis. Therefore, we are unable to determine if the device met its specification. We are unable to determine the relationship between this device and the cause for this event at this time. In addition to other warnings, contraindications, and instructions, the directions for use for the lina loop state: "the lina gold loop must be large enough to pass around the corpus of the uterus. Then apply the loop around the cervix. The lina gold loop should not be used when the electrode loop is in contact with any organ other than the uterus. Do not activate the lina gold loop if it is not possible to visualize the cutting loop. Start sectioning the uterine body by pressing "cut" on the foot pedal. After 1-3 seconds, slowly pull the handle, until the electrode (loop) has cut the uterine body and is retracted inside the tube."